Event description:
End user claims that he was walking down a ramp, when he fell with the walker. The co's evaluation of the product shows that the walker had not been maintained, the rubber tips had completely diappeared, the user continued to use it, contributing to his fall.